Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported a power on reset por. Patient first observed the por on jan 8th. Patient has not adjusted ins for approximately one year, tries to see managing healthcare professional (hcp) every 6 months, but then indicated they may not have checked ins since this past summer, maybe august. After clearing the por, it did not appear there was an eri/eos associated with the por. Patient reported having a bowel obstruction in october and was hospitalized. Patient believes they had a CT scan at this time. There were no patient complications reported as a result of this event. Troubleshooting resolved the issue.